Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's 3rd lead was "finally turned off" due to patient having hiccups from the diaphragm since implant. Additional information indicated that patient is programed to "rv only" pacing which is not possible for patient device. The way it was accomplished is by programming left ventricular (lv) output to pulse width which is nearly enough to capture. Field clinical representative (fcr) discussed that it is not technically possible that the lv lead was "turned off" in order to eliminate that after some apparent troubleshooting attempts. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's 3rd lead was "finally turned off" due to patient having hiccups from the diaphragm since implant. There is no further information available. No adverse patient effects were reported.